Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) and manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was placed in (B)(6) 2016. The patient¿s system may or may not be explanted in its entirety on (B)(6) 2016 due to the patient having a hematoma over the area of the ins as well as a dehisced wound. The hcp waited and then evacuated the hematoma successfully. The patient went home and fell on the incision site, opening it up and compromising the pocket. The hcp would be removing the ins. The event date was in (B)(6) 2016, but the hcp thought it occurred on (B)(6) 2016, but wasn¿t 100 percent sure. It was unknown if the patient recovered completely.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
Additional information received from the health care provider (hcp) reported that the patient had their device replaced and developed a hematoma on (B)(6) 2016. The implantable neurostimulator (ins) had been explanted, but the proximal connection to the ins header block had been cut off. From the lead electrode tips to half of the leads were still in the patient¿s body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.